Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 30103604 lot# 64797272 g7 vit e neutral lnr 36mm d. Cat# 00877503601 lot# 3031184 bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14. Cat# unknown lot# 838baf1806 refobacin bone cement. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01039. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently the patient reported a fall occurred on an unknown date and experienced pain and instability. Imaging revealed nonunion of greater trochanter fracture. The patient underwent a revision approximately 2.5 years after initial surgery. The shell was retained, as noted to be well fixed. Surgeon confirmed aspectic loosening at cement mantle, and patient had been experiencing anterior and posterior impingement. Attempts have been made and no further information has been provided.